Manufacturer narrative:
Device passed the displacement test, sleep current measurement, active current measurement and self test. No unexpected failed battery test or battery failed alert noted during testing. However, pump error 53 alarm and pump error 4 found in the pump long trace file due to software error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had multiple pump error alarms. Customer stated they were able to clear the alarm and they were able to rewind insulin pump. Customer stated insulin pump had software error detected alarm reoccurred during the fill cannula test. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.